Event description:
It was reported that the healthcare professional (hcp) requested a review of the presenting electrogram (egm) for this pacemaker. Technical services (ts) reviewed the egm and identified right atrial (ra) undersensing, which resulted in blanked ventricular sensed (vs) events and disrupted timing cycles. The ra sensitivity was set to fixed 0.75 millivolts (mv). Ts recommended changing the ra sensitivity to automatic gain control (agc) 0.25 mv and confirming that the blanking parameters were not set to smart, as the settings were not at nominal values. This device remains in service. No adverse patient effects were reported.